Event description:
It was reported that the handpiece has no response when it was placed into the box. There was no pt injury. Surgical delay was 10 minutes. Additional info was requested and on (B)(6) 2014, the following was received from the customer: about 10 to 15 minutes into the pena procedure, the incident occurred. The registration nurse plugged the probe into the box as usual and there was no sound; "completely dead silence". The pt was already anesthetized when the problem occurred. There was a replacement product available to be used. There was no pt adverse consequences as a result of the surgical delay.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.